Event description:
Philips received a report that a patient allegedly suffered of tinnitus after an examination on an ingenia 1.5t mr system.

Event description:
Philips received a report that a patient allegedly suffered of tinnitus after an examination on an ingenia 1.5t mr system.